Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Coagulated blood was noted on both ends of the dialyzer between the screw flange and the potting cut surface. The returned sample was subjected to a laboratory bubble point test. No leaks were observed possibly due to the coagulated blood found in the head space of the dialyzer. The dialyzer was disassembled and the fiber bundle was removed from the housing. Magnified (20x) examination of the inferior side of the potting (non-cavity ID end) revealed a single, short, and unattached segment of fiber. It is potted on the extreme outside edge of the circumference of the bundle. With the dialysate ports fixed at 0 degrees, the fiber is situated at approximately 90 degrees. The distill tip of the segment is flush with the inferior side of the potting. The distal orifice is open and appears patent. There is no evidence of damage to the bundle or potting beyond the lone fiber segment. An attempt to locate a loose fiber that may have broken away from the non-cavity ID end (but remain attached to the potting at the cavity ID end) was unsuccessful. Gross visual examination of the freed potting determined no voids/faults in the potting. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.